Manufacturer narrative:
The reported field event of battery performance alert (bpa) was not confirmed in the laboratory. There was no detection of bpa. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
New information received indicated that the device was explanted and replaced. The procedure went well and the patient was good.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient has been scheduled for a replacement procedure. There were no adverse health consequences to the patient.